Event description:
A surgeon reported that following implantation of an intraocular lens (iol) a pt developed endophthalmitis. The association between this event and the iol is not known. Add'l info has been requested.

Event description:
The surgeon provided add'l info stating the event was considered severe and required a vitreous tap and antibiotics. The outcome is not known at this time.